Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and it was noted that the coil cap had separated from the housing. The housing was malformed at area where the coil cap was connected. The reported condition was verified. The cause of the separated coil cap was the malformed housing; however, the cause of the malformed housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor was observed to be broken inside the packaging. This was identified during set up. There was no patient involvement. No additional information is available.